Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "getting hard" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "getting hard".

Event description:
Patient reported right side "getting hard," and exchange from textured to smooth due to concern with the product. Device remains implanted.